Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, there was multiple drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A field service engineer (fse) identified that the half height drawers 2.1 and 2.2, along with the associated cubies, were not functioning due to a partially unplugged pyxibus cable. Although the cable was reset, the drawers and cubies remained failed, and there were no lights on the primary controller board. The ohm readings for both drawer controller boards were within normal range. The fse replaced the board, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, there was multiple drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.